Event description:
It was reported that a patient experienced atrial lead undersensing, as well arrhytmia. The lead was capped and replaced on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
Correction: b5 was updated to note that the replacement date was (B)(6) 2022.

Event description:
New information notes that the replacement procedure occurred on (B)(6) 2022.